Event description:
It was observed during the device evaluation, the ultrasonic bronchofibervideoscope exhibited damage to the channel tube and foreign material coming from distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to stress problems and operational problems, root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.